Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 450 mg/dl. The insulin pump was motor position encoder error and motor error. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Pump alarm history contains both an motor position encoder error alarm and more than one motor error alarm within a 30 day period. The insulin pump was exposed to the insulin leaking from the reservoir. Customer reported that the drive support cap appeared normal. The troubleshooting was performed for the fluid exposure and pump error. The insulin pump will be and reservoir will not be returned for analysis.